Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriately. Facility staff attributed clotting of the extracorporeal blood circuit and the blood loss to the operator stopping the pump during treatment. The user's guide states the risk of blood clotting in the cartridge and filter increases during long treatments, when blood flow stops, and when no anticoagulation is used. Give the monitor anticoagulants as your center instructs. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No additional info will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous pressure high alarm occurred during a routine hemodialysis treatment, which could not be resolved by the operator. Rinseback was not performed due to clotting of the circuit, resulting in an estimated blood loss of 190cc. The pt's standard heparin dose was increased. No other medical intervention was required.